Event description:
It was reported that during device change, low hv lead impedance was observed. X-ray revealed an insulation anomaly. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.